Event description:
Additional information received from the manufacturer representative stated they were unable to determine the cause, and no explant was planned.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was standing on a chair changing a air filter and fell; the fall was stated to be unrelated to the stimulation. Shortly after the fall, the patient's tremor on his right side returned. An impedance test was performed and resulted in values within normal limits. The implantable neurostimulator's (ins) voltage and pulse width were increased but it did not resolve the issue. The patient was then reprogrammed to a tripole setting and the tremor was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.